Event description:
It was reported that stent dislodgement occurred. Prior to the percutaneous coronary intervention (pci) procedure, they opened the package for the 4.00x38mm promus premier drug eluting stent delivery system. As they pulled the plastic protector off, the stent came off with it. The physician completed the procedure with another boston scientific stent. There were no patient complications and the patient¿s condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. In addition, severe shaft damage was noted. The crimped stent was detached from the balloon. The entire stent was damaged with stent struts stretched and distorted. The stent protector was returned with the device for analysis and the inside diameter (ID) measured 0.0515" and the specified stent protector ID; 0.053". From the analysis it was not possible to get an accurate reading of the stent od, however a review of the associated batch records; the maximum crimped stent profile measured 0.0489¿. Therefore it can be determined that the specified stent protector was not too tight on the stent provided the correct removal of the stent protector was used. A visual and microscopic examination found that there was no apparent contrast media inside the balloon indicating that the device was not used within the patient. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall as would be expected. A visual and tactile examination found the inner was broken at the bi-component bond, causing the leak of fluid through the tip of the device and also through the skive at the port bond. The bi-component break was visually evident and appeared as a 69mm break in the inner lumen while the outer shaft was severely stretched and strained. A visual and tactile examination found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Prior to the percutaneous coronary intervention (pci) procedure, they opened the package for the 4.00x38mm promus premier drug eluting stent delivery system. As they pulled the plastic protector off, the stent came off with it. The physician completed the procedure with another boston scientific stent. There were no patient complications and the patient's condition was fine.